Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Radiographs provided and reviewed stating the overall fit, size, angle and position of the cup is appropriate. Cannot evaluate leg length; however, appropriate size of implant noted. No loosening or radiolucency with excellent bone quality also noted. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient reported a leg-length discrepancy of 4cm. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.